Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex with heavy calcification. Rotablation was performed. During unpacking of the 2.5x15 rx xience xpedition stent delivery system (sds) the dispenser hoop was noted to be kinked. The sds was removed from the dispenser hoop and the shaft of the sds was kinked as well. While the sds was being loaded onto the guide wire resistance was felt, the sds was continued to be advanced against resistance and the shaft kinked again. Reportedly, a portion of the stent implant was noted to be raised/flared; however, there was no fracture noted to the stent implant. The sds did not enter the patient anatomy. The sds was removed from the guide wire without resistance. A new same size rx xience xpedition was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the guide wire exit notch and the shaft were torn distally for a length of 3 mm.

Manufacturer narrative:
(B)(4). Use after damage. Evaluation summary: the device was returned. Difficult to position/guide wire was not confirmed via returned device analysis. Kinks in the shaft and flared struts of the stent implant were confirmed via returned device analysis. Kink in the dispenser hoop was not confirmed as it was not returned for analysis. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product deficiency.